Manufacturer narrative:
The insulin pump was received with radio frequency pic failed self-test radio frequency pic failed self-test alarm during self-test and unable to download in the care link pro software due to faulty y1/rf board. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted.

Event description:
The customer reported via phone call that they experienced radio frequency pic failed self-test alarm. The customer's blood glucose value was unknown. The customer stated that they went to the doctor's yesterday and was not able to download the pump. The customer stated that an error was found during safety checks. The product was returned for analysis.

Manufacturer narrative:
The device information provided in the initial report was incorrect. The correct device information has been provided in this report.